Event description:
The company representative reported that the insulin pump kept giving a sound after the customer changed the battery. The customer attempted to clear the alarm, but they couldn't access the main menu. The display began to function after the battery was changed several times. The display stopped working when it was linked to the sensor and gave the reoccurring sound. The customer's blood glucose reading was unknown.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All operating currents were within specification and no unexpected blank display was noted. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.